Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer stated the alarm was resolved by changing their infusion set and reservoir. The customer's blood glucose was 108 mg/dl. The customer did not want to return their infusion set or reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.